Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting tasks including the replacement of the bellows set, incl rod and fitting and the aero c8k pop vlv which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer's service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results related to issues with the architect (serial number (B)(6)) since the parts were replaced. A review of tracking and trending did not identify any trends for the replaced parts. A review of the architect c tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause parts or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the bellows set, incl rod and fitting and the aero c8k pop vlv or the architect c4000 processing module, serial (B)(6) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed chloride result for one sample generated on the architect c4000 processing module. The following data was provided (the repeat results were generated on another architect analyzer): sid: (B)(6), initial result = 52 mmol/l, repeat = 107 mmol/l no impact to patient management was reported.